Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that about a month ago they were using a heating pad that malfunctioned and gave the patient 2nd degree burns on their lower back over the ins site. Ever since then, the patient is experiencing back pain and severe pain where the ins is located. Patient is also using the bathroom a lot more lately and back is constantly hurting to the point where patient can hardly move, bend or walk. Patient is also feeling shocking sensations. Patient wanted to know if the heating pad could have interfered with the interstim system. Patient has not made any adjustments to device settings. Reviewed how to turn therapy off. Patient stated as soon as they turned the therapy off the shocking subsided and pain already felt a lot better. Patient has an appointment scheduled with a new physician on the 11th but that doctor does not work with the manufacturer's devices, they work with a competitor. Recommended patient seek care from a train interstim physician as they will have the necessary resources to check implant status and evaluate symptoms.